Event description:
It was reported that the proximal filter failed to be resheathed. Event summary a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. Moderate tortuosity was noted in the right subclavian and left common carotid (lcc) arteries. An introducer sheath was placed into the radial artery and the sentinel cps was advanced into position. The proximal and distal filters of the sentinel cps were deployed. The tavi procedure was successfully completed. The physician attempted to resheath the proximal filter of the sentinel cps and the proximal filter was unable to be resheathed. The sentinel cps was removed from the patient with the proximal filter in an open state. No patient complications were reported.

Manufacturer narrative:
H3 device evaluated by manufacturer: visual and microscopic analysis of the returned device revealed; the articulation distal sheath (ads) was found smashed & buckled, an unknown manufacturer's introducer sheath was attached to the device (stuck in the sentinel cps system). The distal filter was sheathed and retracted into the articulation distal sheath (ads). The distal filter slider #3 was bent/kinked. The sentinel cps was returned with a guidewire loaded with one portion protruding from the distal filter slider hub. The proximal filter was unsheathed (also constricted due to the condition of the unknown manufacturer's introducer sheath). The articulation distal sheath (ads) was smashed & buckled. After the unknown manufacturer's introducer sheath was removed, the proximal filter of the sentinel cps was unable to be resheathed due to the state of the unit.

Event description:
It was reported that the proximal filter failed to be resheathed. Event summary a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. Moderate tortuosity was noted in the right subclavian and left common carotid (lcc) arteries. An introducer sheath was placed into the radial artery and the sentinel cps was advanced into position. The proximal and distal filters of the sentinel cps were deployed. The tavi procedure was successfully completed. The physician attempted to resheath the proximal filter of the sentinel cps and the proximal filter was unable to be resheathed. The sentinel cps was removed from the patient with the proximal filter in an open state. No patient complications were reported.